Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in the patient's lower leg. A 300cm v-14¿ controlwire® guide wire was selected for use. At an unspecified time during the procedure, the tip of the guide wire broke off and embolized. The guide wire was removed and the detached tip was left inside the patient's leg. Balloon angioplasty was completed with a new wire. There were no further patient complications reported and the patient's status was fine.